Manufacturer narrative:
Medwatch field d4 expiration date was updated. The investigation did not identify a product problem. The specific cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas pure e 402 analytical unit. The initial result was 7.9 ng/l. Since this result was low compared to the patient history and compared to a second sample drawn from the patient 3-4 hours later that had a result of approximately 500 ng/l, the sample was repeated in another laboratory. The repeat result was 714 ng/l and was believed to be correct.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The field service engineer performed precision testing that was acceptable. The investigation is ongoing.